Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittent out-of-range (oor) pacing impedances spikes on the right ventricular (rv) lead, measuring greater than 3000 ohms. In addition, baseline noise was observed on the rv lead. Pocket manipulations were performed, and oor measurements were unable to be reproduced. In addition, the sensing and threshold measurements were stable. Boston scientific technical services (ts) discussed this could be due to a spring contact issue and recommended continuing to monitor. This crt-d and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittent out-of-range (oor) pacing impedances spikes on the right ventricular (rv) lead, measuring greater than 3000 ohms. In addition, baseline noise was observed on the rv lead. Pocket manipulations were performed, and oor measurements were unable to be reproduced. In addition, the sensing and threshold measurements were stable. Boston scientific technical services (ts) discussed this could be due to a spring contact issue and recommended continuing to monitor. This crt-d and rv lead remain in service. No adverse patient effects were reported. Additional information was received which indicated this rv lead was explanted and returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high impedance and noise.